Event description:
It was reported that the patient presented for device change in (B)(6) 2025. During that procedure the right ventricular (rv) lead was repositioned due to high capture threshold. One week later it was noted that capture was intermittent, and pacing impedance fluctuated and fell below the lower limit. Ultimately, a lead replacement was scheduled, and the lead was explanted. Upon visual inspection of the explanted lead, it was observed to have a section where it appeared pinched near the suture sleeve. There were no patient consequences.

Manufacturer narrative:
The reported events were insulation anomaly, intermittent capture, and low pacing impedance. As received, a complete lead was returned in one piece. The reported event of insulation anomaly was confirmed. Visual inspection noted a suture tie impression on the lead body insulation at the proximal region. X-ray examination did not find any anomalies except for procedural damage. The reported events of intermittent capture and low pacing impedance were not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. The cause of insulation anomaly was consistent with procedural damage.